Manufacturer narrative:
Conomitant medical products: baxter 1000ml bag of 0.9% nacl injection, ndc (B)(4), lot y203927, exp dec 2017; baxter 100ml bag of kcl, ndc 0338-0703-48, lot p347922, exp apr 2017, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted with results when the investigation is complete.

Event description:
The customer reported that a pump was programmed to infuse a secondary infusion of 100ml of potassium, connected to a primary infusion of 1000ml of sodium chloride, at 33.3ml/hr for 3 hours. However, after approximately 30-40 minutes the potassium bag was completely empty. The devices were removed and biomed reported the devices were operating correctly. As per md order, potassium blood level was performed on the patient with a normal result of 3.8. There was no patient harm.

Manufacturer narrative:
The customer¿s report was confirmed to be due to a check valve failure on the primary set. The primary and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damage to the components; no anomalies were observed. Visual inspection under magnification found the check valve to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles flowing from the secondary into the bag on the primary set indicating a faulty check valve. The failed component was returned to the supplier for additional analysis; testing of the returned part, however, indicated a pass result and disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified; a particulate can cause a valve to remain open and allow backflow to occur. It is possible that a particulate that caused the backflow condition was washed away during testing or dissection.